Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital the day before and experienced high blood glucose of 800 mg/dl. He changed his infusion set earlier in the day as he normally does. He started getting sick and partially in a coma because he was incoherent his mother took him to the emergency room. The infusion set cannula was bent. Customer was treated with manual injection. Insulin pump will not be returned for analysis.